Event description:
The consumer reported that the patient didn't think it was working anymore because they were urinating more and had been trying to reset the number and couldn't feel anything. This was due to a sudden change on (B)(6) 2016. The problems started when the patient went to the court house with a metal detector and the patient went around the metal detector, but they used a wand on them. As the patient was sitting in the court house, they felt funny and it felt like it was burning and ever since then they had not felt any pulses. The patient would have an appointment with their current managing health care provider (hcp) on (B)(6) 2016 and also would have an appointment with their urologist on (B)(6) 2016 for a hydro cystoscopy. The patient would notify their urologist about their symptoms because they were aware of their implant, but usually referred the patient to their managing hcp for device specific needs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that at the court house they kept scanning the implant, about 3 to 4 times, and the patient walked through the security gate. Immediately after the scan, the patient felt burning at the implantable neurostimulator (ins) site and had a painful pocket site. The patient took the elevator up and felt something poking them when they leaned against the device. The patient could only stand upright. The patient wanted to get home really fast and put some ice on the implant. Once the patient was home, they put ice packs on and it did help a little bit. The patient¿s urination started like before implant and they would be going to the bathroom every 30 minutes. Before the scan, the patient was going every 5 to 6 hours. The device worked great before the scan. The patient thought they had a urinary tract infection (uti), but did not and it was burning them from the implant being scanned 3 to 4 times that caused a malfunction. The patient saw their hcp on (B)(6) 2016, but forgot their patient programmer and had the device interrogated at the hcp¿s office. A manufacturer representative saw the patient and indicated that only 1 wire was working. The manufacturer representative increased the patient¿s stimulation from 2.5v to 3.8v. The patient had kept their stimulation at 2.5v for a long time. The manufacturer representative indicated that everything was blacked out. The patient¿s spouse indicated that the device was dead and it was not due to normal battery depletion as it was implanted in 2014. The patient was currently waiting for a date for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that their device was replaced and the patient¿s past issues resolved after the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0etpu, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced an interaction between their implantable neurostimulator (ins) and a security wand when going through security at a county court house. The patient mentioned that while they were using the wand over the ins, they told the security personnel that it was burning them. It was reported that the doctor removed the ins because the "wires were burnt and wrapped around the box" and she had a new stimulator implanted in (B)(6) 2016. There were no further complications reported or anticipated.